Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7116843/7120103. Product family: clik x anchor sterile kit, upn: m365sc43180, model: sc-4318, batch: 30626351.

Event description:
It was reported that the patient had an infection. The patient underwent a system explant procedure.